Event description:
The manufacturer representative reported that the bur broke during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.